Event description:
Account reports twofold issue: 1) the blue connector on the reported device is separating during ventilatiion of pt with an ambu bag. Noted to occur when the connector is wet and 2) difficulty experienced in disconnecting an attached device from the blue connector on long term pts, for the purpose of suctioning. No pt compromise. No extubation required due to the reported incidents.